Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced peritonitis. The cause of the event was reported as due to poor environment/source of water. The same day as event onset, the patient was hospitalized for the event and began treatment with unspecified antibiotics for peritonitis. It was reported the patient was recovering from the peritonitis event and twelve days after event onset, the patient passed away. The cause of death was reported as due to an ¿allergy with antibiotics¿ (no further details). It was not reported if an autopsy was performed. It was reported dianeal therapy was ongoing prior to death and discontinued the day of death. No additional information is available.